Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damaged occurred. Vascular access was obtained via femoral artery. The 80% stenosed, concentric target lesion was located in the severely tortuous and moderately calcified left anterior artery. Following pre-dilatation, a 3.00 x 28 synergy drug-eluting stent was advanced but failed to cross. Upon removal, it was noted that stent struts were deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.